Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device, the cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve was explanted after an implant duration of six (6) years, one (1) month due to degeneration leading to stenosis (mean gradient 50mmhg). An 23mm valve was implanted in replacement. There were no complications reported.

Event description:
Patient was reported to be doing good.